Manufacturer narrative:
(B)(4). The event occurred in (B)(6). (B)(4).

Event description:
The customer requested investigation of a patient sample tested for tsh, ft4, and elecsys ft3 iii. Investigation of the sample found the ft3 results generated by the customer to be erroneously high. The result of 4.60 pg/ml was reported outside the laboratory. Refer to the attachment to this MDR for results from the customer's site and from the investigation. There was no allegation of an adverse event. Information regarding the lot number and expiration date of the ft3 reagent was requested but not provided. The investigation was unable to determine a root cause. Additional data was requested but not provided. From the information provided a general reagent issue can most likely be excluded. The following are possible root causes: incorrect sample preparation, leading to fibrin or microclots, bubbles or foam on the reagent surface, or pinch tubing on the analyzer that needs to be replaced.